Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported tissue injury. The recurrent mr appears to be as cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Date of event: date estimated.

Event description:
This is being filed to report tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat functional mitral regurgitation (mr). One clip was implanted in the center a2/p2 reducing mr. On unspecified date, the patient presented with shortness of breath and mr grade of 4+. Echocardiography showed there was an anterior flail at the medial section of a2/p2 next to the clip where one jet was forming. On (B)(6) 2021, a second procedure was performed. During preparation of the steerable guide catheter (sgc) it was noted that the cap of the dilator was unable to fully close and the sgc failed to hold fluid column; therefore, the sgc was not used in the procedure. A new sgc was used to safely continue the procedure. A clip delivery system (cds) was advanced to the mitral valve and the clip was implanted medial a2/p2 next to the previous implanted clip, reducing mr to 1-2. The patient¿s initial gradient was 3 mmhg and ending gradient was 6 mmhg; however, the physician was pleased with the results. No additional information was provided.